Event description:
Additional information was received indicating that the nitinol protrusion was discovered after the system was inserted into the patient. It was reported that the minimum diameter of the access vessel was 5.8 millimeter (mm). An external introducer sheath was not used. It was reported that there was difficulty inserting and advancing the delivery catheter system (dcs). The patient had external iliac artery calcification, which contributed to the nitinol protrusion. It was reported that a procedural delay occurred as a result of the protrusion.

Manufacturer narrative:
Updated: b5, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the delivery catheter system (dcs) capsule had a nitinol protrusion near the nose cone and could not pass through the patient's right femoral artery. The dcs was replaced with a new one and the valve was implanted uneventfully. No adverse patient effects were reported.